Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent osteotomy surgery for hallus valgus of the first metatarsal with 2.7mm variable angle locking screws and va-locking straight fusion plates. On (B)(6) 2023, the surgeon performed a removal surgery because fusion had been achieved. N the removal surgery, it was found that the screw was broken. The surgery was completed with the tip of the screw remaining in the patient¿s body. The surgery was completed successfully without delay. No further information is available. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 12mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 g1 h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual investigation of the returned device found that the va lockscr ã¸2.7 head 2.4 self-tap l12 ta was broken, the broken fragment was not returned. Without an x-ray we cannot confirm that a fragment has remained inside the patient. No other defects were observed. A dimensional inspection for the va lockscr ø2.7 head 2.4 self-tap l12 ta was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l12 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history part:04.211.012s lot:8l29471 manufacturing site: werk selzach supplier:früh verpackungstechnik ag release to warehouse date: 18 jun 2021 expiration date: 01 jun 2031 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.012 non-sterile lot # 163p609 manufacturing site: werk selzach supplier: synthes USA hq, inc release to warehouse date:26 may 2021 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.